Event description:
Refer for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the RMA involved with this complaint and completed the device evaluation. The reported failure was confirmed during failure analysis. The harmonic insert was found to have a broken blade. The blade broke at roughly 0.125¿ from the base. The broken blade measures approximately 0.377". Broken piece was not returned. Any inadvertent contact with staples, clips, or other instruments while the device is activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure. The root cause of this failure is fatigue failure due to mishandling/misuse. Based on the failure analysis results, the initial MDR report is being retracted as the damage to the instrument was found to be due to mishandling/misuse and not due to a malfunction of the unit.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the accessory for failure analysis investigation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment broke off and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, at this time, it is unknown what caused the breakage to occur.

Event description:
During a da vinci-assisted distal pancreatectomy surgical procedure, it was reported that the blade of the harmonic ace curved shears insert broke inside the patient after a few minutes of use. There were no errors reported by the system. The fragment was retrieved during the same procedure. The procedure was completed with no reported patient harm or injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the breakage occurred approximately after 20 minutes of use while cutting the greater omentum tissue. The instrument was inspected prior to use. The instrument did not collide with any other instrument or hard material and was not removed during the case until the ethicon generator alarmed. The surgical staff witnessed the fragment fall inside the patient, and the fragment was retrieved with a laparoscopic instrument. The patient did not experience any intra-operative or post-operative complications, and no post-operative tests were performed. The patient was discharged. The surgeon suspected the quality of the accessory contributed to the breakage.